Event description:
Hcp reported the pt died after being hospitalized in a comatose state. The pt was also reported to have had experienced a seizure prior to death. The hcp reported that the death was natural and was not related to the drug or device. The pump was explanted in 2004 and returned to the manufacturer for analysis.